Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued during the treatment. The reporter decline declined to provide additional information.